Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely and the clip could not be deployed. When the device was removed from the pt anatomy, the clip was found in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the sheath slitting was not completed. The distal end of the sheath was stretched beyond the distal end of the tubeset, interfering with clip deployment and resulting in the clip being capture in the distal end of the stretched sheath. The garage leaves were bent from striking the sheath and the pusher tube was prevented from fully deploying due to interference by the stretched sheath. One of the vessel locator wings was broken at the distal retaining ring but still attached at the proximal retaining ring and pusher body bond. Internal examination found and the components were in the corresponding positions to the external and undamaged. After clip deployment the locator wings are designed to automatically collapse and not interfere with clip delivery; however, the locator wings did not collapse into the tube set. The most probable cause for the bent and broken locator wings is compaction of subcutaneous tissue between the distal end of the tube-set and the locator wings during thumb advancer deployment. This may create distal forces that result in bending and breakage of the locator wings. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tube set sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. The damaged detected is consistent with what occurs when the deployment is continued against resistance. There was no manufacturing or quality issue detected. A review of the device history record for this lot did not produce any findings relevant to this report.